Event description:
It was reported that the customer received multiple continuous glucose monitor error 42. There was no reported impact to customer¿s blood glucose. Customer continued to use the pump for insulin therapy.